Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event.

Event description:
It was reported that the pt experienced arrhythmias (bradycardia) during an onyx procedure. The pt was treated for arrhythmias and recovered with no other complications.